Event description:
It was reported that after completing a da vinci assisted surgical procedure, system was checked and persistent error code 32056 was observed on universal side manipulator (usm) 2. The tse confirmed the error fault on usm 2 and it was confirmed that usm 2 was disabled. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The usm was analyzed and error was found indicating, the ¿usm2 failed to initialize i2c device. Error 32056¿, confirming the fault occurred in the field. The usm was installed onto a golden system where the error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where it failed for the degrees of freedom 2. Once testing was completed, the ¿yaw searchlight¿ was further inspected and was verified to be the source of the fault. The complaint was confirmed by failure analysis.